Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer stated that they are unable to enter basal. Customer¿s current blood glucose was 167mg/dl. Sensor will be return for analysis but insulin pump will not be return for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.